Manufacturer narrative:
Initial and final MDR (B)(4)- MDR device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 26 may 2024, it was reported by the patient that two infusion set was fell off within 2 hours to 1 day of use. No further information available.